Manufacturer narrative:
It was found out, that the case at hand is a double entry of case (B)(4); 0009613350-2016-01233. All data was transferred in this case. Zimmerbiomet will void the case at hand ((B)(4)). Please remove the case from your system. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. 01.00551.102 ref# (B)(4)) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article, that the patient was implanted a revitan, distal part, straight, uncemented, 18/200 on an unknown date in a revision surgery. It was also reported: "the patient recovered well from the procedure until 6 years postoperation when he represented with a sudden onset of high and groin pain. Radiographs demonstrated fracture of the femoral stem at the junction of the metaphyseal and diaphyseal components of the revitan system." (Wang et al. 2016: failure mechanisms in cocrmo modular femoral stems for revision total hip arthroplasty, j biomed mater res part b 2016:00b:000-000.)